Event description:
Patient reported the connector between the pump tubing and the huber needle cane apart and she sees blood in the tubing, we paused the pump, turned it off and clamped the line. Medication being infused was unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned. File attachments